Event description:
It was reported that the vns patient experienced an increase in seizures, starting around (B)(6) 2014. The patient felt that the device was no longer working and requested a replacement. Additional follow up with the patient determined that the she had experienced at least 3 seizures per day since the event onset. The patient can no longer feel device stimulation in her neck, but admits that she cannot remember the last time she was able to feel stimulation. The patient also stated that the magnet is ineffective in aborting the seizures. She denied injury to the generator site or lead. The patient saw her physician on (B)(6) 2014, and reported that the physician was unable to communicate with the patient's generator. It was also reported that the physician was unable to palpate the generator in the patient's chest. Attempts are underway to gather additional relevant information, but have been unsuccessful to date.

Event description:
It was reported that the patient was scheduled for surgery. The patient underwent surgery and the generator was repositioned from deep axillary area to upper chest below the clavicle.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.